Event description:
It was reported that the device was used during a cholecystitis procedure. It was reported that the clips were loose. Unknown how the case was completed. Unknown patient consequence.